Event description:
As reported, in 2008, an assistant artificial heart (manufacturer unknown) was implanted in a male patient who had severe cardiac failure. At the time of implantation of the assistant artificial heart, a fep ringed gore-tex vascular graft was also implanted which surrounded a vascular graft (boston scientific) conduit component of the assistant artificial heart. From gore's understanding, the fep ringed gore-tex vascular graft was an ancillary device to provide additional support and kink resistance to the vascular graft (boston scientific) conduit component of the assistant artificial heart. In 2008 (date unknown), the patient had an infection and was treated unsuccessfully with antibiotics. In 2009, (date unknown), the patient developed thoracic empyema and the fep ringed gore-tex vascular graft was removed. In the same month, the patient died due to respiratory failure.